Event description:
It was reported that the patient's was experiencing insufficient pain relief with their second system. Surgical intervention took place where the second system was explanted to address the issue. The patient also had their first system ipg explanted and replaced but met longevity. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: 05415067017246, serial: (B)(6), batch: a000126011.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the system never provided effective therapy for the patient and reprogramming attempts were made with no success.